Event description:
From staff: patient status post coronary artery bypass graft (CABG) on multiple drops per minute running through manifold. The manifold cracked/would not tighten loss vaso active blood pressure meds. Patient's blood pressure 40-50 systolically, manifold replaced, intravenous pressures effective, and manifold working normally.